Event description:
Patient reported experiencing high blood glucose episode requiring hospitalization with blood glucose level of 530 mg/dl; was treated with an insulin drip. Patient alleged pump has not delivered the insulin regularly. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.